Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs and decreased sensing. The lead was found to have dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected.